Event description:
A lawsuit alleges that as a result of the "defective leads", the patient "suffered injuries, including, but not limited to, his untimely death and suffered physical and mental pain." There is no allegation from a hcp that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. There was no indication the death was device related; the cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. Other: trueisprint fidelisimplantable tachy lead. A lawsuit alleges that as a result of the "defective leads", the patient "suffered injuries, including, but not limited to, his untimely death and suffered physical and mental pain." There is no allegation from a hcp that the death was device related. The cause of death has been requested and not received. No conclusion can be drawn. Defective device.